Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the staplers jammed during surgery and another stapler was opened and used". No report of patient harm or injury. The patient status is reported as "alive".

Manufacturer narrative:
(B)(4). The reported complaint of " misfire/jamming - info not provided" was not confirmed based upon the sample received. The stapler was returned severely damaged. For this reason, functional testing could not be performed, and the reported complaint could not be confirmed. It could not be determined how or when the damage to the sample occurred. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the staplers jammed during surgery and another stapler was opened and used". No report of patient harm or injury. The patient status is reported as "alive".